Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported that the heater cooler would not warm above 30 degrees. As a result, an alternate device was employed for the procedure. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to a pt as a result of this event.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.